Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad, and two non-medtronic stents were implanted in the rca. During the index procedure, a small diagonal branch was occluded, and post procedural chest pain was reported. The patient was treated with medication. The investigator assessed the event as causally related to the index device but not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
Two non medtronic stents were implanted during a staged procedure 10 days after index, and not during the index as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated event a myocardial infarction of the target vessel. Sponsor assessed event is possibly related to device but not related to antiplatelet medications. If information is provided in the future, a supplemental report will be issued.